Event description:
It was reported that a perforation was located in the mid left anterior descending artery (lad) and the first diagonal. The graftmaster stent failed to cross to the perforation and was not deployed. No other treatment was attempted, as the patient died on the table. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use (IFU) as a potential adverse effect of coronary stenting. Although a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined, the failure to advance and hemorrhage appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.